Event description:
I am a female (B)(6) that had spinal fixation surgery in (B)(6) 2012. There was an aspen device used for this fixation. I have ben in worsening pain since then. The nature of my pain now besides low back radiating to the right leg is also pain and pressure upon sitting becoming increasingly painful after only a few minutes sittings. It never resolved and now I am facing surgery to have the device removed since it was determined that the device is causing my problems. I knew something was wrong when an attempt to go back to working as a teacher landed me in the ER in pain and loosing control of my bladder. This was 3 months post surgery. Twice undergoing physical therapy and almost a year later, still in pain and needing meds daily. I refused to accept my limitation and returned to work part time to find out that I got increasingly worse with any activity and even laying down would not relieve my pain and I watched my need for pain meds increase to 4-5 tramadol a day. I am left wondering what failed since I am otherwise in perfect health and why the new complications. I was later told by my new surgeon that these devices have a 50% failure history and that half of his surgery is to remove them and do the gold standard surgical procedure for spinal fixation. Maybe the patient should be informed of this, so one can make an informed decision. Had I known, I would not have chosen such route.